Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient family member, during use of implantable pulse generator (ipg) an infection occurred. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.